Event description:
It was reported that the patient received 13 shocks due to nonphysiologic sensing. Pacing impedance increased to 2200 ohms. The lead was explanted. No patient complications have been reported as a result of this event.